Manufacturer narrative:
Engineering evaluation was unable to verify a system malfunction due to insufficient information as the user did not submit caselogs for investigation. The identified failure mode of "navigational integrity" for excelsiusgps. While utilizing excelsiusgps it was reported to globus medical that the implant at l4-l was misplaced superior to the intended trajectory and the implant at l5-l was misplaced laterally. After a supplementary conversation with the globus medical representative that was present at the case, it was reported that the incorrect scan was uploaded to the case. The excelsiusgps spine module user manual recommends that to view images on a usb drive, to insert the usb drive into the usb port on the connector panel. To transfer an image, select the hard drive or usb drive icon and select the desired patient image. Select the icon for patient information to verify that the correct patient scan is selected. Click the right arrows to load the patient images and advance to the next tab ultimately, the user opted to start a new pre-operative CT case to re-register the patient, and both l4-l and l5-l were replaced. No adverse effects to the patient were reported. This evaluation has been completed without associated case logs or work orders. The severity observed matches the anticipated complaint severity. The observed overall risk level is or low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that while using the excelsius gps system there were two screws that had to be repositioned.